Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed in the left anterior descending artery that was mildly tortuous and calcified. A dragonfly duo imaging catheter was inserted, but in was observed on x-ray that a foreign body was on the tip of the device. The catheter was pulled back and it was observed the foreign body moved with the catheter. Therefore, the device was removed. No foreign body was observed in the anatomy on imaging after the catheter was replaced to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. Based on the information provided, a definitive cause for the foreign body on the tip of the catheter could not be determined. It may be possible that damage occurred to the tip and/or guidewire exit port during advancement giving the appearance of foreign material on the tip while observed on x-ray; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated from yes to no.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported foreign body on the tip of the device was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. Based on the information provided, a definitive cause for the foreign body on the tip of the catheter could not be determined. Returned analysis was unable to confirm the reported foreign body on the tip of the catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for eval updated from 'no' to 'yes'. H6 - codes 4114 and 3221 removed. Codes 10 and 213 added. H10 - additional mfg narrative: revised.